Event description:
Complainant alleged that during training of the facility's sales staff with the device, there was no ECG display while using the three lead ECG cable. In addition, the device did not charge. The complainant indicated that there was no patient involvement in the reported malfunction.